Event description:
Pt presented with an angulated (50-60 degrees), reverse funnel neck measuring 27-28-30mm, 4cm in length. Access and deployment of a bifurcated device and an infrarenal proximal extension were uneventful. There was an intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. Two palmaz stents were placed, however, there was still a proximal type I endoleak present at the close of the procedure. The pt will be monitored.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Results & conclusions - use of a 25mm bifurcated device with a 34mm proximal extension is off-label.